Event description:
It was reported that the patient's left hip was revised due to dislocation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown primary liner. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information was requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.